Manufacturer narrative:
The failure investigation has been completed and the alleged battery issue was verified while the alleged alarm resume pump issue was verified in the pump logs; however, no failure was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump battery could not be charged. Additionally, it was reported that a resume pump alarm was received when insulin deliveries had not been stopped. Reportedly, the customer continued to use the pump for insulin therapy. There was no adverse impact to the customer¿s blood glucose value.